Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia, and had fallen while at home. The patient then presented to the emergency room, and there was intermittent loss of capture even with maximum output. In addition, there was high and variable threshold values observed with the right ventricular (rv) lead. The lead appeared to be in the same position as noted at implant, however, the decision was made to remove the lead and place a new lead in the rv septum. No further patient complications have been reported as a result of this event.